Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the sheath failed to split completely after advancing the thumb advancer. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not yet complete.